Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that there was no patient harm regarding this incident. The patient has no sequelae. The returned guidewire had its coil wire elongated for approximately 310mm starting at the middle solder which was designed to be at 45mm proximal to the tip. Along with the coil wire elongation, the outermost polymer jacket was also elongated and ruptured. A fragment of the polymer jacket remained on the elongated coil wire. At approximately 35mm distal to the middle solder, fracture of the core wire was found. Fracture sites of the coil and core wires were observed. It revealed that diameter of both coil and core wires became narrowed towards the fracture surface suggesting pulling force attributed to fracture of both coil and core wires. By measuring the core wire length, it was concluded that approximately 10mm of the tip segment was separated and missing (not returned). Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that the pulling force exceeding the product design limit was inadvertently applied by the concomitant snare while the guidewire was interfered with the vessel or lesion in relatively long extent. There was no indication of product deficiency. Since the separated tip was not returned, a possibility could not be completely ruled out that it might have remained in the anatomy. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
During a ppi to treat a heavily calcified chronic occlusion in the anterior tibial artery, the subject guidewire crossed the occlusion. A snare was delivered to capture the wire tip in order to introduce the wire into the posterior tibial artery via plantar arterial arch when the wire tip fractured. The ppi was resumed and the blood flow was reestablished.